Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes siliconized . Three photos received.one sample p/n 100/166/080j; visually inspected under normal distance under specification and no defects detected. The product was testing and upon submerging under water leakage was detected between the pilot balloon and valve. Device engineering was reviewed and passed at 100% prior to release. Theory of leak is believe to occur after leaving and inspected by sme.

Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that during a pre-use check, that the portex endotracheal tube worked as intended. During patient use however, the customer noticed that air was leaking from the product. No patient injury or complications were reported in relation to this event.